Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per roadrunner technician, the customer said the chair was running very sluggish. Upon evaluation, technician found the charger to be smoking from a light that had fallen inside the unit. The tech states the charger looks different than what is initially given with the device. Part being sent back to evaluate. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m41sr20b, serial number/date (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1143206 rev. G (feb-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer;s technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.